Event description:
It was reported to philips that the device had a red x and was not working. The customer opened the unit and stated some circuit boards fell out. There was no reported patient or user involvement and no adverse patient/user impact.